Event description:
On (B)(6) 2025. During a port placement procedure, the catheter was allegedly fractured which was placed at subclavian vein. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the attached catheter on proximal end of catheter. The edges break was noted to be jagged, and surface was noted to be granular on both regions and wear issue was noted. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. During a port placement procedure, the catheter was allegedly fractured which was placed at subclavian vein. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the attached catheter on proximal end of catheter. The edges break was noted to be jagged, and surface was noted to be granular on both regions and wear issue was noted. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent for port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. During a port placement procedure, the catheter was allegedly fractured which was placed at subclavian vein. There was no reported patient injury.